Manufacturer narrative:
The device was received at boston scientific's post market quality assurance laboratory and is currently undergoing analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, visual inspection by boston scientific's (B)(4) laboratory found that the header was firmly affixed to the device case. All of the sealplugs were intact and all of the setscrews moved freely. The lead seal rings in the rv port indicated that the lead was fully inserted. The device was put through and passed gauge pin testing. The rv sealplug was removed and the setscrew was examined. There was evidence of cross-threading on the setscrew threads. The device passed automated diagnostic tests which verified the pacing, sensing, defibrillation, and recording functions. It was concluded that the clinical observation of high pacing impedance was related to cross-threading of the setscrew threads.

Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance). The local representative and clinic nurse were contacted and notified of the alert. Subsequently, the clinic nurse contacted technical services to report that this device was implanted in a subpectoral location. The clinic nurse asked if this device was included in any advisories. Technical services discussed the subpectoral implant 2009 product advisory that had been initially communicated in (B)(6) 2009. This device and competitor rv defibrillation lead had been recording a steadily increasing rv pacing impedance from 700 ohms to greater than 2000 ohms. The clinic nurse was able to reproduce high rv pacing impedance during patient isometrics (left arm movement). All other lead diagnostic measurements have been normal. Technical services discussed issues including a primary lead conductor and header bond issue. Subsequently, boston scientific received information that this patient's latitude monitoring system detected a red alert (v-tachy mode to other than monitor + therapy). The local representative and clinic nurse were notified of the alert. Boston scientific received information from the local representative that this patient has been scheduled for a device and competitor rv lead replacement procedure.

Event description:
Subsequently, boston scientific received information that this patient's latitude monitoring system detected another red alert (high rv pacing impedance). The local representative and clinic nurse were notified of the alert. The patient was presented to the electrophysiology (ep) laboratory for an invasive assessment of this device and competitor rv defibrillation lead. The terminal end of the lead was disconnected from the device. The rv pacing impedance measurement was normal when connected to a pacing system analyzer (psa). When the lead was reconected to the device, the rv pacing impedance measurement was normal. Because this device had been implanted in a submuscular location, the physician elected to explant and replace the device. The competitor rv defibrillation lead remains in-service. The device was received at boston scientific's return products department.

Event description:
Subsequently, boston scientific received information that this physician had requested past information from latitude. A historical report for from (B)(6) 2010 was created and sent to the physician for review.